Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer also reported a crack on the battery tube side that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-399a. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was declined by the customer for the insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest, no unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Multiple no delivery alarms starting on (B)(6) 2025 10:25:41.000 to (B)(6) 2025 17:46:37.000 during bolus delivery on event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing window cover, pillowing keypad overlay, cracked keypad overlay button (select), cracked battery tube threads, cracked case at belt clip rail corner, peeling serial number label, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. Cracked battery tube area confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.